Event description:
Initially the customer contacted baxter?s technical service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. The solution to this issue was provided over the phone. During the conversation, the caregiver (cg) stated the home patient (hp) "already had an infection from the last one". On (B)(6) 2011, follow-up information was received from the consumer. The patient informed that the reported infection was peritonitis, which resolved and he discussed the alarm with his nurse. It was not reported if remedial treatment was rendered. The patient was continuing therapy without issues. On (B)(6) 2011, baxter product surveillance contacted the peritoneal dialysis nurse (pdn) requesting further information regarding the peritonitis event. The pdn declined to provide any information stating "I am sorry, but we do not give out any information". No further information is available.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no samples were returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified due to insufficient information. A batch review was performed for potentially associated lot numbers gd885301, gd884452, and gd883942. No defects or deviations were found during the batch reviews that could be associated with the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.